Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose readings around the mid-200s after waking and again later, leading to cannula removal and supply changes, and the user planned to eat breakfast and announce while awaiting corrections. Symptoms included high blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of recent device data and user counseling on monitoring for correction response over the next hour. Investigation of this case revealed no confirmed device malfunction and that insulin corrections had only recently begun, so the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.